Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced chest pain, palpitations, sweating, lightheadedness, and blurry vision. The patient's cgm was reading 85 mgdl and the bg meter was reading 45 mgdl. The patient called 911. Emergency medical services (ems) arrived and transported the patient to the emergency room (ER). At the ER, the patient was treated with intravenous (IV) fluids and "special drinks" (oral glucose). The patient was discharged home after one day. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B3 date of event - correction.